Manufacturer narrative:
Updated fields: b2 b5 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that the patient had severe aortic insufficiency (ai). A second valve (edwards sapien 23mm) was successfully implanted with no complications, resulting in trace ai on the non-medtronic second valve.

Event description:
Medtronic received information that an unknown amount of time following the implant of this transcatheter bioprosthetic valve, the valve failed. The mechanism of failure is unknown. No adverse patient effects were reported. Additional information was received that six years and 11 months following valve implant, moderate central aortic regurgitation was identified. Per the physician, intervention was required. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: a1. Pt identifier updated b2. Outcome attributed added b5. Second paragraph added d1. Brand name updated d4. Device information updated e. Initial reporter updated e3. Occupation updated h1. Type of reportable event updated h4. Device mfg date updated h6. Patient and device codes updated additional codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified previously reported information indicating that the patient had severe central aortic regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that an unknown amount of time following the implant of this transcatheter bioprosthetic valve, the valve failed. The mechanism of failure is unknown. No adverse patient effects were reported.